Event description:
The facility representative reported a colleague infusion pump with the failure code 814:04. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 814.04 failure code was confirmed and reproduced during product evaluation. The root cause was assigned to a disconnected air in line printed circuit board. The air in line printed circuit board was verified and reconnected to the pump head module in order to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.